Event description:
The customer's problem is documented as "cannot pass quality check". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.